Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited t-wave oversensing on the ventricular channel. Inappropriate anti-tachycardia pacing (atp) was delivered as a result. Additionally, there was a decline in pacing impedance on the right atrial (ra) lead and right ventricular (rv) lead channels. Also, there was a decline in shock impedance and amplitudes on both channels. All impedances have remained within range. Technical services (ts) provided reprogramming options. The device remains in use. No adverse patient effects were reported.